Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this incident. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this procedure. After resetting, the malfunction did not reoccur, and the customer was advised to continue using the pump and to call back if the issue recurred.